Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was 600 mg/dl and. Customer stated that blood glucose value was 600 mg/dl to 596 mg/dl, went to diabetic shock and renal failure and septic. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump was dropped and crack on the back on top of the where battery goes into. Customer stated that they did not used auto mode. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that slurring speech husband died. Customer she stopped using the insulin pump from hospital, she was on shots now. The insulin pump will be returned for analysis.